Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). A 4.00 x 38 synergy" drug-eluting stent was advanced to treat the lesion with the support of a non-bsc guide extension catheter; however, resistance was encountered inside the guide extension catheter. The device was removed and the distal stent strut was noted to be lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.